Event description:
It was reported that the ilet entered bg run mode with dosing-stop alerts after the dexcom g7 failed to pair to the ilet while the sensor remained paired to a receiver, and the user was advised to block the receiver signal, re-pair the cgm to the ilet, and subsequently paired both the sensor and the ilet mobile app successfully; this aligned with an intermittent communication failure involving the electrical and magnetic subsystem, specifically the antenna component. Symptoms included hyperglycemia with reported blood glucose readings up to 346 mg/dl. Outcomes included a missed dose due to dosing being stopped. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and the ilet consistent with intermittent communication failure involving the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.